Event description:
As reported by our canadian affiliate, a 23mm sapien xt valve was deployed too ventricular, requiring placement of a second valve. During the transapical tavr procedure, a sapien xt was positioned 50:50 in the annulus. Post deployment fluoroscopy echocardiogram assessment indicated the valve landed too ventricular, 60:40 ventricular/aortic (v/a), resulting in moderate paravalvular leak (pvl). A second 23mm xt valve was deployed 50:50 v/a, correcting the pvl. At the time of this report, the patient was doing well. No perceived cause for the too ventricular deployment of the valve was determined. It was noted that minor adjustments were made during valve inflation to correct for the aortic movement of the delivery system balloon. The patient¿s annulus valve area measured 364mm2. Moderate annular calcification, moderate native leaflet calcification and moderate aortic root calcification was noted.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors (movement of the delivery system during valve deployment) may have contributed to this malposition of the first valve and subsequent pvl. A second valve was deployed, correcting the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.